Manufacturer narrative:
Final analysis found the partial lead was returned in five pieces. Damages found on the lead were consistent with procedural damage. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced lightheadedness and dizziness and presented in the emergency room. Upon interrogation, the right ventricular lead and right atrial leads exhibited noise. On (B)(6) 2018, the leads were explanted. The patient was in stable condition post operation.